Event description:
It was reported that during use in the sfa, the pta balloon got stuck in a stent after post-dilation. After multiple attempts, the pta device was successfully removed. There was no injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.